Manufacturer narrative:
1627487-12192011-003-r ipg serial number was included in multiple field advisories.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted.